Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 387 mg/dl following a meal larger than usual and a same-day supply change, and the caller was transferred for language-appropriate support after initial troubleshooting and education were attempted. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no reported injury. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded that the event was consistent with hyperglycemia with an unclear cause, with contributory factors possibly related to recent meal intake and supply change without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.